Event description:
It was reported, the customer's insulin pump powered off without any low battery warnings. Customer stated they had inserted a new battery one hour ago, but was unable to power up the insulin pump. The customer was able to turn on their insulin pump at the end of the call. Customer also stated there was no cracks or damage present on their insulin pump. Customer was advised to clean their battery compartment. The customer's blood glucose was 7.7 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.